Event description:
It was reported that the patient had experienced a syncopal event. After device interrogation, an increase in pacing impedance and intermittent capture was observed on the device and right ventricular (rv) lead. The rv lead was explanted and replaced. After connecting the new rv lead into the device, the pacing impedance was still out of range. The device was then explanted and replaced to resolve event. The patient was stable.